Event description:
Patient with left simple mastectomy and sentinal lymph node biopsies from previous date brought to or for removal of ruptured left breast silicone implant. Ruptured implant placement date unknown. Implant manufacturer, catalog number, and serial number also unknown. Patient had natrelle 410 highly cohesive anatomically shaped silicon-filled breast implant 410 style placed after ruptured implant removed.what was the original intended procedure?breast implant.device #1is this a laboratory device or laboratory test?no.